Manufacturer narrative:
Stryker product analysis center (pac) performed an initial evaluation of the customer's device and observed that the device would unexpectedly reset. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During investigation at the stryker product analysis center (pac), the pac technician observed that the device would unexpectedly reset. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
An analysis of the device log showed that the device went to not ready status during 1.13 software update and started continuously rebooting. Stryker determined that the cause of the reported issue was due to the user interrupting the device's scheduled software installation. The user failed to follow the software upgrade installation instructions in the device's operating instructions. The customer was provided with a replacement device. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During investigation at the stryker product analysis center (pac), the pac technician observed that the device would unexpectedly reset. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.